Event description:
Complainant alleged that the clinicians were attempting to cardiovert a female patient (age unknown) using multi-function electrodes with the device, but the device did not discharge at 360 joules. The clinicians then obtained another pair of multi-function electrodes, and the patient was successfully cardioverted.the complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.